Event description:
A patient reported being injected with juvaderm several times about four years ago with no issues. Last year, patient received botox injections along with radiesse. Two weeks later, patient experiences a severe outbreak of ebstein barr. Previously, patient was told they had an autoimmune condition by healthcare professional but later found to be a gut issue which has been resolved. Patient has not had any issues with injections and looking for juvéderm® for their face lift. Patient stated that they were told because of auto immune that they should not have taken radiesse. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (B)(4) (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm¿ ultra¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection deemed not device related is considered an unexpected adverse drug experience.